Event description:
It was reported that the insulin gauge was inaccurate. Customer declined follow up from tandem technical support. Therefore no additional information was available. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.